Event description:
Hcp reported there were volume discrepancies with pump residuals of 2-3cc over the expected amount. The hcp has contacted the manufacturer for advice as to what to do. The device remains implanted and tehre has been no injury to the pt related to this event.